Event description:
A caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support educated the caller on completing cartridge air removal prior to filling, guided them through filling and loading a new cartridge on the pump, and ensured the load process was completed so insulin could be resumed. The caller requested a replacement cartridge pack.